Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed incoming testing, specifically the ECG fall off test. Upon investigation, pin 2 on u1 inside ECG a was out of tolerance. The root cause for the out of tolerance pin could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG's were non-functional.